Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling forceps cover glue was due to aging deterioration or as a result of external force such as strong rubbing on the part in normal use including reprocess. The following is stated in the instructions for use which can detect the event: " inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Per the legal manufacturer, the air/water leak included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bx-channel had an internal tear mark and was leaking. In addition, there were multiple broken elements and the forceps cover glue was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope was leaking at the distal tip. The issue was found at reprocessing. No patient involvement was reported.